Event description:
It was reported that the pump had a steady beeping then alarmed 'no disposable'; troubleshooting did not resolve the alarm. No patient injury was reported.

Manufacturer narrative:
(Catalog number, UDI) and (510k) are unknown; no additional information was received. Initial reporter also sent report to FDA?: yes, medwatch mw5108049. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be completed.